Manufacturer narrative:
On 9/1/2020, mentor became aware that the conclusion codes were reported incorrectly. The actual codes were deformation problem and fracture problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/2/2020, during the visual evaluation, an anomaly was observed on the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear in the anterior aspect measuring approximately 0.1 cm was also observed within the crease / fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and / or reoperation: capsular contracture and deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the patient experienced capsular contracture. On (B)(6) 2020 , the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during the visual evaluation, an anomaly was observed on the anterior expanding to the posterior view of the device consistent with a crease/fold. A tear in the anterior aspect measuring approximately 0.1 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: capsular contracture and deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/11/2020, it was reported to mentor that the date of implantation was on (B)(6) 2014. The replacement device was mentor smooth round moderate profile 475cc. A manufacturing record evaluation was performed for the finished device 6850978 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 475cc and experienced left side deflation. As a result, the patient will undergo removal on (B)(6) 2020.